Manufacturer narrative:
(B)(4).

Event description:
***Clinical study*** according to the reporter: on (B)(6) 2013, the patient had the mesh implanted. On (B)(6) 2013, the patient experienced a wound infection. The infection was treated with medication and noted to be resolved on (B)(6) 2014. According to the principal investigator, there is a possible relationship.